Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 1032347-2016-00371.

Event description:
It is reported during a pediatric surgery two of three lactosorb rapidflap clamps were broken at the right above the outer plate. It seemed that the skin flap was adding pressure to the posts. The clamps were not removed or replaced. No permanent damage is anticipated as this is a resorbable product.

Manufacturer narrative:
The products were returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection shows the implants were not returned with any original packaging and the post is fractured just above where the inner plate sits on the post. A visual inspection shows one fracture is through the minor diameter and the other fracture site appears to have come in contact with heat; therefore the complaint is confirmed. There are no visual signs of a manufacturing defect. The most-likely cause was determined to be the implant experienced excessive force during use. The device history records were reviewed and no non-conformances were found.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report one of two for the same event, reference 1032347-2016-00371-1.